Event description:
It was reported while testing patient samples with bd facs¿ sample prep assistant iii there was intermittent pipetting of sample and reagent and erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: it was reported that there is intermittent pipetting of sample and reagent. There were no patient results reported from the improperly prepped samples. Are there erroneous results on patient samples from diagnostic test? Yes was there any delay of treatment due to the issue? No if patient samples were redrawn, was there any change or delay of treatment? Not applicable . Additionally, the customer provided the following additional information: caller says each carousel they run there are skipped tubes of either patient sample or reagents. This has been happening for about a month. They changed probes about 2 weeks ago and that did not help. They decided to only dispense reagent without patient sample thinking they were getting plugs from the rubber stoppers but it still intermittently dispensed reagent.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaii and serial number: (B)(6). Problem statement: customer reported: spa has an intermittent pipetting of sample and reagent. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 17apr2020 to date 17apr2021 (rolling 12 months). Complaint trend: this are 2complaints related to the reported complaint. Date range (date of incident to 12 months back) from 17apr2020 to date 17apr2021 (rolling 12 months). Investigation result / analysis: per fse report: found loose fittings on the valves. After the valve¿s fittings were adjusted, I primed all fluidics and removed air from the lines. I setup 3 tubes on the primary mixing rack to 15 tubes on the carousel. The first run there was no skipping. However, there was blood spots on the upper inside of the tubes. The gel block was replaced, and a second run was completed. The customer ran their samples on the spa and then the canto and was satisfied with the results. The sample controls were within spec and the rest of the samples were okay. Service max review: review of related work order #01891776. Install date: 02oct2016. Defective part number: 339398 ¿ spa insulator block (replaced for blood spots inside tube) work order notes: subject / reported: intermittent pipetting of sample and reagent. Problem description: incomplete sample. Cause: valve . Work performed: adjust valves. Replace insulator block. Solution: secured valve fittings. Returned sample evaluation: did not request return of defective parts. Manufacturing device history record (DHR) review: review of the DHR for part number: 647205 and serial number: r0458 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.42. Hazard: inaccurate dispense. Severity: 2. Probability: 1. Risk index: 2. Implementation: bd facs sample prep user¿s guide. Risk control: alarp. Mitigation(s) sufficient yes no. Root cause: based on the investigation results and the fse¿s report the root cause was loose valve fittings. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed. H3 other text : see h.10.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples with bd facs¿ sample prep assistant iii there was intermittent pipetting of sample and reagent and erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: it was reported that there is intermittent pipetting of sample and reagent. There were no patient results reported from the improperly prepped samples. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? Not applicable. Additionally, the customer provided the following additional information: caller says each carousel they run there are skipped tubes of either patient sample or reagents. This has been happening for about a month. They changed probes about 2 weeks ago and that did not help. They decided to only dispense reagent without patient sample thinking they were getting plugs from the rubber stoppers but it still intermittently dispensed reagent.